Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device opened partially only, the handles appeared locked. The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a liver resection procedure, relating to the ats45 and the cts45 the devices fired and cut as expected. However on the fourth firing with the cts and second with ats, when in an articulated position, the devices would not open as expected. When I inspected, the mechanism is exposed and is stiff and will not open fully. With regards to the ec60a this was fired and the device again did not open as expected. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.